Event description:
The customer received questionable ise indirect gen.2 results for 4-5 patient samples from the cobas 6000 c (501) module. Data was only provided for one patient sample that was repeated on another module. The initial sodium result was 125 mmol/l and the repeat result was 138 mmol/l. The initial potassium result was 3.81 mmol/l and the repeat result was 4.35 mmol/l. The initial chloride result was 86.8 mmol/l and the repeat result was 97.7 mmol/l. The erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The customer believed the issue was due to a questionable calibration after which qc was not performed. The field service representative found the nozzle on rinse mechanism was visibly bent causing splashing, the tubing was restricting the release of spring so that nozzle was not returning to the bottom position, and the cuvette dispense volumes were too high causing spill over. He made adjustments which corrected the issues and ran precision testing with all results within the guidelines.